Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was confirmed that the ceramic pin at the tip was damaged. It was also observed that the ceramic axis connection between the jaw parts was damaged or torn as a result of at least one high-frequency current flashover. The jaw insulation was worn, parts of the insulation and the ceramic axle were missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the tip of the forceps was somehow affected and the insulation was destroyed, and the spark damaged the ceramic pin. It is likely that the damage was caused by a high-frequency current flashover which was triggered by unintentional contact with other surgical equipment or by the distal jaws continuously contacting each other without tissue contact during high-frequency application. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the tip of the subject device was damaged and fell off. The subject device was not used. The reported issue was observed while preparing the subject device, prior to an unspecified therapeutic procedure. Since the issue occurred after sterilization and before use, it is unknown where and when it fell off. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.